Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was slow. A field service engineer (fse) reseated the network cables and all in one (aio). Then checked hard drive for space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there was slowness with the pyxis_fr infusion. Patients were admitted in epic but were not searchable in pyxis for several minutes. The customer attempted rebooting the machine multiple times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there was slowness with the pyxis_fr infusion. Patients were admitted in epic but were not searchable in pyxis for several minutes. The customer attempted rebooting the machine multiple times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.